Event description:
Upon reassessment of the reported event, the head was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the head was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
It was reported that the patient was revised approximately 20 years post implantation due to dislocation. It was noted the cup was mapped with intellijoint navigation at 70 degrees of abduction which is not close to the recommended parameters. Therefore, the surgeon removed the trilogy acetabular shell and revised to a more desirable position with a new shell, which in theory would prevent the patient from redislocation. Multiple cultures were taken and came back negative for infection. The stem was well fixed and in appropriate position per the surgeon so it stayed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-03598, 0001822565-2021-03599, 0001822565-2021-03600.